Event description:
As reported via the edwards clinical specialist, post successful deployment of an edwards sapien valve, a perforation was noted in the left common femoral artery upon removal of the rf3 introducer sheath. A dilator was reintroduced to tamponade the dissection. This was followed by the placement of a covered stent. Distal to the first stent, another stent was placed to seal distal dissection. According to the report, the access vessel diameter was 7.0mm and the vessel was severely calcified.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the vessel size was at the minimum requirement for this sheath size. In addition, the vessel was reported to have severe calcification. The exact cause for the reported dissection cannot be confirmed; however, there was no report of device malfunction. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilator in a highly calcified vessel may result in or contribute to vessel damage. No further actions are required at this time.